Event description:
During embolization an 8mm arterial aneurysm, the subject gdc coil unexpectedly detached. The subject gdc was the 11th coil. 10 other gdc-10 coils were previously deployed into the aneurysm successfully. It was reported that since the subject gdc coil was going to be deployed near the neck, the detachment point and marker were set after the coil was rewound several times. During attempts to turn on the power supply, the coil had moved. Although the power supply was not turned on, the physician suspected the coil had detached. When the physician pulled out the delivery wire very slowly they noticed that the coil had, in fact, detached. Following this event, a 12th coil was deployed into the aneurysm. It was reported that the pt's post-operative status was "good" and no intervention was required.